Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were fired over the cystic duct and the jaws remained closed as the clips would not release during firing. Used a second device to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4): evaluation summary: the analysis results for the instrument found that it was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. We were unable to re-create the event; however, a corrective action has been initiated to address the root cause for opening issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.